Event description:
Pt with history of lumbar surgical site infection following instrumentation and infusion of t12-s1 on (B)(6) 2016. On (B)(6) 2016 pt was readmitted and I and d of lumbar wound and initiation of wound vac therapy. On (B)(6) 2016, pt was readmitted, and on (B)(6) 2016, went to operating room for débridement and irrigation of lumbar wound with placement of wound vac and documented insertion of 2 black and 1 white foam. On (B)(6) 2016, pt was readmitted with malaise and on (B)(6) 2016, returned to operating room for I and d and at which time a "retained white sponge" was removed from the lumbar wound. Product/safety concern is that the foam used during wound vac therapy is non-radiopaque and therefore, undetected in non-invasive procedures e.g. Xrays etc.